Event description:
It was reported that the patient's first lead broke after she had been doing yoga (see MFR. Rep. # 3004209178-2011-06464). The patient was implanted with a new lead and her hcp advised against doing yoga. Following the replacement the patient had only done walking, and no falls or trauma were reported. The patient subsequently experienced a return of symptoms and was told by her hcp on (B)(6) 2012 that all four leads were fractured. The patient was instructed to turn the ins off until she decided what to do. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the patient's physician that reported the patient's lead was fractured and there were abnormal impedances measured. The patient experienced a loss of efficacy and was deciding if they wanted to replace the lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v667635, implanted: 2011 (B)(6), explanted: na; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).